Event description:
The caller reported that the t:slim x2 pump battery would not charge and the pump shut down, making it impossible to turn back on. The caller confirmed using the proper charging equipment, but the issue was only resolved by using a non-tandem wall adapter. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was instructed to manually restart cgm sessions and was advised to monitor the situation, calling back if the issue persisted. A replacement tandem wall adapter was sent via two-day shipping.